Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the clip did not deploy completely and was still located on the starclose se device. The clip was easily removed together with the starclose se device. Manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the clip did not deploy completely and was still located on the starclose se device was not confirmed. The returned starclose se device detected damaged vlw but the reported deployed clip on the distal end of the device was not observed. It is likely the clip was either discarded after device removal from the anatomy post procedure or became displaced from the device during post procedure handling. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. A femoral angiogram was not taken prior to the procedure, per the starclose se instructions for use, under closure procedure, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.